Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications. Additional device: pxa230300/#(B)(4).

Event description:
On (B)(6) 2008, the pt underwent treatment with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. On (B)(6) 2010, additional stent grafts were placed, resolving a type iii endoleak.